Event description:
Information was received that during the use of a smiths medical cadd cassette reservoirs, the pump had to be stopped due to continuous "air in line" alarm. It was reported that the patient returned the pump to the facility and the biomedical department could not confirm any product problems. No patient consequences were reported. No adverse effects were reported.